Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device prompts "child" patient instead of "adult" patient.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 500p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 500p from heartsine technologies, belfast on 19th of february 2015. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2015 and that it had performed to specification up to (B)(6) 2017. There were 5 manual power ups all under one minute duration recorded between (B)(6) 2017, during these power cycles the device gives both child and adult patient prompts. The device was dis assembled for investigation and the fault was traced to a reed switch failure. The investigation has shown that, even with the reed switch failure the device would have still been capable of delivering therapy.